Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2011 to report that upon sensor removal due to an error message, three days after sensor insertion, pt's father noticed that sensor wire was shorter than expected. Pt's mother observes a red insertion site with a bump. Pt's mom is treating the site with a topical hydrocortisone. At the time of her call to dexcom technical support, pt's mother reports that pt is feeling comfortable besides experiencing a slightly itchy insertion site.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility insp that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.